Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic band ligation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician successfully deployed two ligation bands. The physician turned the handle in attempt to deploy the third band; however, resistance was noted and the rest of the bands failed to deploy. Another speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable

Manufacturer narrative:
A visual examination of the returned device found some residue present indicating use/handling. The extension tube was without issue. The suture was broken and a portion remained attached to the ligator head. Five ligation bands were present on the ligator head and four of which had been moved out of position. Two ligation bands had been deployed and were not returned. One ligator head tooth was slightly damaged. The trip wire had been removed from the handle assembly and was not returned. The handle assembly slot presented slight evidence that the trip wire had been secured. A functional evaluation of the handle was performed by turning the handle knob at 180º and an audible click was heard, no issue was noted with the handle assembly. Based on the evaluation of the returned device, the complaint that the bands failed to deploy was confirmed. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic band ligation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician successfully deployed two ligation bands. The physician turned the handle in attempt to deploy the third band; however, resistance was noted and the rest of the bands failed to deploy. Another speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable

Manufacturer narrative:
Reported issue of bands failed to deploy. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.